Event description:
It was reported that the ventilator had a hw fault and the ventilator did not have an audible alarm. It is unknown if the ventilator was connected to a patient when the reported problem occurred.